Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for a follow up in clinic. It was noted that there was noise on the right atrial lead that was reproducible. The right atrial lead was explanted and a routine generator change was completed. No issue were reported with the generator. The patient was stable before, during and after the procedure and was discharged.

Manufacturer narrative:
Final analysis confirmed the reported events of noise and oversensing. A complete lead was returned in one piece. Visual examination found an external abrasion breaching the outer insulation and exposing the outer coil 29.8 ¿ 30.5 cm from the connector pin at the distal region of the lead. The cause of the reported events is due to external abrasion consistent with friction to another device or feature of the patient anatomy.